Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a procedure in 2019 and the barbed suture was used for fascia closure. It was reported that the fixation tab was broken and cannot be fixed the suture. There were no patient consequences reported.